Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece was initially used with no issue but overheated during the procedure. The hcp confirmed that this was not the initial use of the device. There was no delay in the procedure and the case was completed with a backup device. There were no intervention performed or planned as a result of this event. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the handpiece was working well. The device passed temperature test. If information is provided in the future, a supplemental report will be issued.